Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial device evaluation, as noted, it was discovered that foreign material was present on the device. Additionally, the k-wire had been completely cut off. The device failed the air leak test due to damage on the ch-tube and k-pipe. Furthermore, the objective lens was cracked, the adhesive on the bending cover was deteriorated, and the insertion tube's coating was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus duodenovideoscope due to the device not properly actuating during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that foreign material was present on the forceps elevator due to insufficient cleaning. This report is being submitted to capture the insufficient cleaning that lead to foreign material on the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g3 and d9. Additional information to b5 of the initial medwatch. The following information was received from the customer. - the event occurred during reprocessing. - manual cds process using td-20. - possess brushes for elevator cleaning (maj-1534, bw-20t). - 3m (rapid enzyme) as detergent. - glutaraldehyde as disinfectan correction to g3 of the initial medwatch. The aware date should be 19-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the reprocessing steps recommended in IFU was not performed completely due to malfunction of forceps elevator, which made foreign material remain at/around the forceps elevator. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The following information was received from the customer. The event occurred during reprocessing. Manual cds process using td-20. Possess brushes for elevator cleaning (maj-1534, bw-20t). 3m (rapid enzyme) as detergent. Glutaraldehyde as disinfectan.